Event description:
The facility representative reported a pump observed that shuts off while expected to be in an on state. This event occurred before use. No pt injury or medical intervention was reported. Although baxter attempted to obtain info, details were not available regarding additional contact info. No additional info is available.

Manufacturer narrative:
This device has not yet arrived at baxter for evaluation. A follow-up report will be submitted when the evaluation is completed.